Event description:
Complainant alleged that during a routine shift check by a clinican, the video display on the device does not function. Complainant indicated that there was no patient involvement in the reported malfunction.